Manufacturer narrative:
Monitor sn (B)(4) and battery pack sn (B)(4) were returned and evaluated at the distributor, in accordance with evaluation instructions provided by zoll manufacturing corporation. The monitor's ECG acquisition and pulse delivery circuitry was fully functional upon receipt at the distributor. The battery pack was able to power on a monitor and recharge without issue upon receipt. There is no evidence to suggest that a malfunction occurred. Zoll has been unable to confirm the alleged event.

Event description:
A us distributor reported that the patient's nurse received a shock when she was changing the patient's battery pack. The nurse reported that lifevest was messaging that it was time to change the battery at the time of the event. When the nurse removed the battery she felt a pain and jumped back. The supervising charge nurse reported that the nurse was red in the face following the alleged shock. The nurse reported soreness in her hand and weakness in her arm following the alleged shock. Follow-up attempts to determine the outcome of the nurse's alleged injury were unsuccessful. Zoll has been unable to confirm the alleged event. A review of download data (attached) surrounding the day of the reported event confirmed that no treatment was delivered by the lifevest. There is no indication in the download data that the device was messaging that it was time to change the battery, as reported by the nurse. There is no evidence to support that the lifevest shocked the nurse or malfunctioned during the event.